Event description:
New information noted that the implantable cardioverter defibrillator went into backup mode during an MRI scan. Further information was requested however, was not provided.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. Further information was requested however, was not provided.